Event description:
It was reported that a user experienced high blood glucose while using the ilet, confirmed by fingerstick at 407 mg/dl, with negative ketones and recent supply change preceding the rise; the infusion set in use was contact detach and no visible set issue was noted. Symptoms included hyperglycemia. Outcomes included need for troubleshooting and corrective actions without medical intervention.

Manufacturer narrative:
Investigation included technical troubleshooting with guidance and follow-up. Investigation of this case revealed that the glucose began decreasing after a full supply change and resumption of insulin delivery. It was concluded that the cause of the hyperglycemia was unclear, and the event resolved with corrective action. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.